Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with an infection in the scrotum. The physician removed the aus and at a later date, a new aus was implanted. There were no additional patient complications reported.